Event description:
It was reported that stent dislodgement occurred, requiring additional device for removal. A 10.0x30x75cm express ld stent was selected for stenting the superior mesenteric artery. However, the stent noted to be off catheter, but still on the wire. Snare was used to removed the stent from the patient and noted to be intact. No further complications were reported.